Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events anxiety-product/procedure and rupture was received on (B)(6) 2025 with lot number 2551025. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture and implant exchange from textured to smooth. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture and implant exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.